Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 03.111.012, lot l227552: manufacturing site: bettlach. Release to warehouse date: january 06, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, the compression spring and the dowel pin were observed to be missing. Functional test cannot be performed due to the missing components. The outer radius of the distal end of the silicone handle shaft was measured to be within the specifications. The inner radius of the distal end of the silicone handle shaft was measured to be within the specifications. The relevant manufactured to drawings were reviewed. Since manufacturing a design change was implemented related to breakage of the holding pin as well as jamming of the mating devices. No manufacturing issues were identified through the investigation. A corrective and/or preventative action has already been launched and completed to address the design deficiency. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, upon routine inspection while restocking the instrument tray it was noticed that the silicone handle quick coupling does not engage with any of the items that are attached to it. No patient involvement. This report is for one (1) silicone handle quick coupling/long. This is report 1 of 1 for complaint (B)(4).